Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, were hemolyzed, had poor barrier separation, erroneous results, and discolored/abnormal additive. 22 tubes were affected. No patient impact reported. The following information was provided by the initial reporter. The customer stated: lab seeing many sst tubes haemolysed and with very high potassium. On rechecking the tube, noticed that gel is breaking and red cells are mixed up. Also, many tubes after centrifuging and receiving in the lab, having some floating stuff.

Manufacturer narrative:
H.6. Investigation summary: bd received 100 samples lot 2277461, and 5 photographs from the customer in support of this complaint. Evaluation of the photographs indicated poor gel barrier separation, hemolysis and missing gel, and gel smearing. Fibrin was not observed. 100 returned samples were visually inspected, and no defects were found. 100 retained samples form lot 2277461 were visually inspected and no additive or gel abnormality were found. 80 retained samples form lot 2206609 were visually inspected and no additive or gel abnormality were found. 70 retained samples form lot 2304755 were visually inspected and no additive or gel abnormality were found. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and upon completion, the indicated failure mode for erroneous results was not observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous results-potassium) because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer (lot 2277461), retain and control samples were acceptable in terms of both precision and accuracy. All visual observations of customer returned samples (lot 2277461), retains (lot 2304755 and 2206609), and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for hemolysis, poor barrier separation, missing gel, and gel smearing based on the photos provided. This complaint was unable to be confirmed for fibrin and erroneous results. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B.5. Describe event or problem: it was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, were hemolyzed, had poor barrier separation, erroneous results, and discolored/abnormal additive. 22 tubes were affected. No patient impact reported. The following information was provided by the initial reporter. The customer stated: lab seeing many sst tubes haemolysed and with very high potassium. On rechecking the tube, noticed that gel is breaking and red cells are mixed up. Also, many tubes after centrifuging and receiving in the lab, having some floating stuff. D10: device available for evaluation: yes d10: returned to manufacturer on: 14-sep-2023

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, were hemolyzed, had poor barrier separation, erroneous results, and discolored/abnormal additive. 22 tubes were affected. No patient impact reported. The following information was provided by the initial reporter. The customer stated: lab seeing many sst tubes haemolysed and with very high potassium. On rechecking the tube, noticed that gel is breaking and red cells are mixed up. Also, many tubes after centrifuging and receiving in the lab, having some floating stuff.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2206609. D.4. Medical device expiration date: 2024-01-31. H.4. Device manufacture date: 2022-07-25 . D.4. Medical device lot #: 2304755. D.4. Medical device expiration date: 2024-04-30. H.4. Device manufacture date: 2022-10-31. D.4. Medical device lot #: 2277461. D.4. Medical device expiration date: 2024-04-30. H.4. Device manufacture date: 2022-10-04.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes hemolyzed and with elevated levels. This event occurred 22 times. The following information was provided by the initial reporter. The customer stated: lab seeing many sst tubes haemolysed and with very high potassium. On rechecking the tube, noticed that gel is breaking and red cells are mixed up. Also, many tubes after centrifuging and receiving in the lab, having some floating stuff.